Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer blood glucose reading at the time of hospitalization was 11 mg/dl. Customer stated that she primed her insulin pump twice and did not let the manual prime finish and connected her self. Customer stated that she had a seizures and become unconscious prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.